Event description:
On (B)(6) 2011, a customer reported, she pricked her finger with a syringe from a box of precision sure-dose insulin syringes. The customer had received four boxes of precision sure-dose insulin syringes containing "partially defective syringes". The customer stated "in a bag of 10 syringes, 3-5 of them have either loose orange tips or loose white caps. The orange tips seem to have a split in them. I'm not sure if they are sterile or not". The customer stated when she opened the bag, the uncapped syringe pricked her finger. The customer reported experiencing "a sharp momentary pain in the finger", and self-treated by rubbing it with alcohol. No third-party medical intervention was reported. There was no report of a death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of manufacture is unknown. The date is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Requested product was not received for investigation. Retained syringe samples from the same lot reported by the customer (B)(4) were observed instead. Did not observe white or orange caps to be off, loose, or cracked. All plungers were properly installed in the syringes the complaint is not confirmed.